Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device system generated an alert for an atrial lead impedance > 3000 ohms. Technical services (ts) reviewed the nxt diagnostics and found no evidence of atrial lead noise. All lead parameters remained within normal limits, and the cause of the transient high impedance remains unclear. There was no immediate patient impact. This system remains in service.